Manufacturer narrative:
Summary: returned protaper waveone gold glider file 21mm is broken at the tip of the active part (torque). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. No link can be established between breakage issue and information found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it is reported that a waveone gold glider 015-02/21mm blister 6 broke during use. The dentist no longer has the information about the exact circumstances of this event and if the broken parts have been retrieved or not. Reportedly, no injury occurred.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.